Event description:
A nurse trainer reported that the customer has high bgs. The contact stated that they ran a fixed prime test and did not see the insulin come out. It was informed that the customer was in ICU, but the nurse does not believe it is for dka. A day later, the doctor's assistance called to report that the pump alarmed during the manual prime. It was mentioned that the time and date on the pump was incorrect. Verified the tubing and reservoir connection to ensure it is correct. During the call it was revealed that the customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed. The insulin exited. Explained to the customer that the pump is operating as designed. Instructed the customer to change out the set and use injections as per md protocol.